Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist remoted in and confirmed that the user needed to enter the required quantity to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, it had a unable to issue medication. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, it had a unable to issue medication. The customer reported that issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.